Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had pain at the device site. Pocket revision was discussed but was not done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible capturing issue suspected. The physician noted rates in the 40s beat per minute (bpm) and at the time of the implantable pulse generator (ipg) check, the rates were pacing in the 70s bpm. The lead and the device remain in use. No further patient complications have been reported as a result of this event.